Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision procedure( MFR reference # 3006705815-2019-04829, 3006705815-2019-04830) the physician was not able replace the lead due to patient anatomy. As a result the procedure was aborted,